Event description:
The following info was provided by the affiliate: seven months following cypher stent placement the pt returns for 8-month control angiography that reveals a focal restenosis at the proximal end of the cypher placed in the proximal left circumflex (lcx). The restenosis was treated with a 2.5 x 18mm cutting balloon (MFR unk) at 10 atms for 20 seconds. The stenosis was effectively reduced from 76.81% to 20.15%. The pt was discharged from the hosp within 2 days.